Event description:
(B)(4).

Manufacturer narrative:
User error. As allowed by exemption # (B)(4), (the importer) is submitting the report on behalf of (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusions: the dentist described the usage as applying 1 coat. The directions state, "dispense gluma comfort bond + desensitizer into a well, soak the applicator tip or a soft disposable brush, and apply a copious amount to the entire cavity surface. Apply two additional coats of gluma comfort bond + desensitizer and wait for 15 seconds." The second and third coats must be applied as the film thickness will not be sufficient to hold the filling material. The dentist also felt the assistant over dried the prepped tooth prior to placing the bonding agent. The bonding agent was not used according to the directions. The bond failure is due to user error as the user failed to use the bonding agent according to the directions for use. No CAPA measures are recommended due to the aforementioned user error.